Manufacturer narrative:
The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: a hospital risk manager stated ¿abbott freestyle libre glucose monitor malfunctioning. Sensor and monitor providing an error message and not synchronizing.¿ the reporter noted that a pharmacist attempted to report the issue to an abbott representative "without success". The date of the reported event was on a unspecified date in "(B)(6) 2019" and no further information was provided. There was no report of third-party medical treatment or intervention. Based on the information received, there was no report of serious injury associated with this event.